Event description:
It was stated that the paramedics were called for assistance due to low blood glucose. No low blood glucose levels were reported. It was stated that the customer was new to insulin pump therapy and that the basal rates may have been set too high. No troubleshooting was done because the paramedics were about to take the customer to the hospital. Advised the reporter to have the customer call back to troubleshoot when blood glucose levels are stabilized. Ten days later, we attempted to contact the customer for follow up and left a voice message on the answering machine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.